Event description:
The advocate for a customer in the (B)(6) contacted customer service. He stated the customer experienced hyperglycemia, but he was unable to provide exact blood glucose readings. The customer took insulin based on the high reading. After taking insulin, the customer became hypoglycemic and paramedics were called. The advocate stated the customer was treated for hypoglycemia. The customer did not have any test strips to return for evaluation. A replacement meter was sent to the customer.